Event description:
It was reported that during a routine pulse generator change out, the right ventricular lead exhibited a high impedance and lead fracture was noted. The lead stopped working, the patient exhibited 30 beats per minute and was paced with external pacing wire while the lead was capped and replaced.

Manufacturer narrative:
.